Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014

Event description:
It was reported that the patient presented with endocarditis and had their implantable cardioverter-defibrillator (ICD), right atrial lead, right ventricular lead, left ventricular lead and the older inactive right ventricular lead were explanted and replaced. The patient's condition was unknown.